Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. A clog test was carried out on the returned sample as per tp700483 and a clog was observed. No DHR review can be carried out as lot number is unknown. Wiring of the cannula confirmed the clog to be a medication clog. H3 other text : see h.10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to prime. The following information was provided by the initial reporter : the customer reported that the drug did not come out upon priming.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to prime. The following information was provided by the initial reporter: the customer reported that the drug did not come out upon priming.